Manufacturer narrative:
(B)(4). Serial number and date of manufacture info not available.

Event description:
AED deployed - subject not resuscitated. Customer report that when removing electrodes from subject it was noted that there was paper stuck to one electrode.